Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported material deformation/ flared stent was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove the device was able to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, 90% stenosed, mid left anterior descending artery. After pre-dilatation was performed the 2.5x18 mm xience xpedition stent delivery system (sds) was advanced; however, the tip of the sds caught with the anatomy and it did not cross the lesion. During retraction of the sds from the anatomy, the stent implant caught on the tip of the guiding catheter; therefore, the devices were removed from the anatomy as a single unit. After removal, a flared stent strut was observed on the stent. A same size sds was advanced to the target lesion with the support of a non-abbott delivery catheter and the procedure was completed after stenting. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.